Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with insulin. Reportedly, during the most recent load process, the cartridge was filled with 250 units of insulin and the load process was completed successfully. The customer¿s blood glucose level was not impacted. Reportedly, a new cartridge was loaded successfully to address the issue.